Event description:
It was reported that a malfunction alarm occurred with the insulin pump, displaying a malfunction code that could not be reset. There was no reported adverse impact to the customer¿s blood glucose level. The customer was instructed to switch to multiple daily injections as a backup therapy while a replacement pump was arranged. Technical support confirmed shipping details, guided the caller on putting the pump into storage mode, and coordinated the return of the defective pump with a pre-paid label.